Manufacturer narrative:
This report is submitted on november 02, 2022

Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2022 (specific duration not reported) due to an infection (non-device related). Subsequently, the device was explanted on (B)(6) 2022. Reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 5, 2022.